Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi. It was noted that the device no longer had its model and serial number stored and therefore could not be reset. It was also noted that telemetry was difficult on the device and that the device image could not be downloaded nor the device interrogated. Device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported backup vvi.